Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xiitp4313, (osseotite tapered certain prevail implant 4/3 x 13.0mm) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the xiitp4313 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events complaint category keyword: dental: medical: nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction has not occurred. Implants show slight wear however no damage to the implant was identified that would cause or contribute to the event. The reported event non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: xiitp4310, osseotite tapered certain prevail implant 4/3 x 10mm, lot: unknown. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports a nerve injury/damage in the area of the implants and the implants were removed. Affected dental positions: #32 and #43. Procedure not completed with other implants.